Event description:
It was reported that ever since the patient had the device, they had had terrible burning when urinating, ¿it was like peeing splinters¿. This had reportedly been going on for 18 months and it was not certain ¿what else to do¿. A year after the device was implanted, the patient had another cytoscope and ¿large blisters¿ were found on the trigone region of the patient¿s bladder. The patient had taken ¿every medicine available¿ but the ¿terrible burning¿ persisted. The patient was informed by an urologist that the needles ¿probably burned the bladder¿. A tuna was reportedly done 12 months later but the patient still had burning. If additional information becomes available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).